Manufacturer narrative:
This report is being supplemented to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported image issue could not be reproduced, and a root cause could not be determined. The presence of foreign material was likely due to insufficient reprocessing; however, a root cause could not be determined. The event can be detected/prevented by following the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device. Added h4.

Manufacturer narrative:
The device was returned, and the evaluation found that the nozzle unit is clogged with foreign material. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had no ultrasound image on the right of the screen. It is unspecified when the issue occurred. There were no reports of patient harm.